Event description:
It was reported in a journal article that the patient experienced recurrent hip dislocations approximately seven years post-implantation possibly attributed to malposition of implants. Patient experienced pain and difficulty moving. Patient was instructed to wear a brace. No known revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ japan citation: ibuchi, s., imai, n., horigome, y, et al. (2024). Long-term outcomes and a radiological assessment of hydroxyaoatite-tricalcium phosphate-coated total hip arthroplasty (trilogy/zimmer): a long-term follow-up study. Medicina, 60 (7), 1-9. Https://doi.org/10.3390/medicina60071154. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. X-rays were attached in the ja, however it is unknown if they are related to this patient. A definitive root cause cannot be determined. Implant positioning is the surgeon's discretion related to patient anatomy. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.